Event description:
A report was received that the patient has a staphylococcal infection. Due to infection the patient's body was rejecting the device and the midline incision site would not close properly. The infection was not device related. It was noted that a procedure was performed for wound re-closure before. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Device evaluation indicated that the ipg and lead passed all tests performed. A review of the manufacturing documentation for the ipg, lead and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg, lead and clik anchor was found to be satisfactory.

Event description:
A report was received that the patient has a staphylococcal infection. Due to infection the patient's body was rejecting the device and the midline incision site would not close properly. The infection was not device related. It was noted that a procedure was performed for wound re-closure before. The patient underwent an explant procedure. No device malfunction was suspected

Event description:
A report was received that the patient has a staphylococcal infection. Due to infection the patient's body was rejecting the device and the midline incision site would not close properly. The infection was not device related. It was noted that a procedure was performed for wound re-closure before. The patient underwent an explant procedure. No device malfunction was suspected

Manufacturer narrative:
Date of event: (B)(6) 2015. Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator ipg. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.